Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor was found fractured when implanted, the pieces were retrieved with tweezers and suction. The procedure was completed with a backup device, there was a significant delay reported. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk suture anchor, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during use. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5 w/2 ub (wh & blue) has been returned for evaluation. The information provided states: ¿during a shoulder rotator cuff repair surgery, three anchors were found fractured when implanted¿. Visual assessment confirms breakage. Human matter was found on the anchor. The top of the anchor was broken off and remained attached to suture. The instructions for use (IFU) state: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted.

Manufacturer narrative:
H10. Additional information in b5. H11. Correction in b3.